Event description:
The reporter stated that the facility thought the device was not delivering the correct dose. They thought it was about half of what it should be. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.